Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center.a follow-up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the sieve is leaking sieve dust. As stated on the repair statement additional malfunction on this device: power switch (on/off switch) has no alarm.